Manufacturer narrative:
Results: the catheter is fractured approximately 6.0 cm from the hub. The catheter also has kinks in the shaft approximately 8.3, 82.1, 87.1, and 91.6 cm, from the hub. The distal tip of the catheter is pinched approximately 0.5 cm from the tip. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates when the catheter was removed from the packaging it was found to be broken. Upon evaluation, it appears that the catheter was fractured just distal to the strain relief. The fracture occurred in the middle of the material, not at a material junction. The catheter shaft was kinked and pinched at the distal tip. The likely cause of the break and damage to the catheter was improper handling of the device during removal from the packaging. If the device is removed forcefully at an angle to the shipping tube, the catheter may kink and break at the strain relief. The catheters are inspected before and after packaging and packaged in a protective shipping tube; therefore, it is unlikely the device was in this condition prior to removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During a procedure, a technician pulled a penumbra neuron 070 delivery catheter out of the package and noticed it was broken.